Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that the loan kit technician reported that during loan kit inspection, when impacting head/area of a curved osteotome handle has broken off (not returned). It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that during loan kit inspection, when impacting head/area of a curved osteotome handle has broken off (not returned). The complaint device was received and evaluated. Visual observations reveals that the osteotome is slightly worn and used, but in expected condition. When inspecting at the handle¿s area, some malleting marks could be observed, the handle¿s cap is missing and broken due to the hard use. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the broken handle's cap can be attributed to the constant hard use of the device and malleting, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [14c01] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes: a manufacturing record evaluation was performed for the finished device [14c01] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.